Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-jun-2022 , serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 13-jan-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant of a leadless implantable pulse generator (ipg), post cutting the tether on the leadless ipg delivery system (delsys), and the physician pulling quickly through resistance to remove the tether, the leadless ipg lost capture, was discovered to be, "hanging on by only one tine," and was dislodged on x-ray, . The leadless ipg was removed by snare. No patient complications have been reported as a result of this event.